Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 because of high blood glucose level of 686 mg/dl. The customer's sister reported that she was in intensive care unit because of her diabetic ketoacidosis. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).